Manufacturer narrative:
E1: patient city:(B)(6) patient country: switzerland . Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event occurred in switzerland. It was reported that the patient visited the emergency room (ER) and was subsequently hospitalized due to hypoglycemia on (B)(6) 2026. The patient was hospitalized for more than 24 hours. No further information available.